Manufacturer narrative:
Device remained in pt. A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that the reported lots met all pre-release specifications. The user reported that seven devices from two different lot numbers were used as reinforcement to the staple line, however, it was not known which device was involved in the reported leakage. The reported lot numbers are 7413375 and 7455004. A review of the mfg records verified that the reported lots met all pre-release specifications. Based upon the available info, the exact cause for the reported leakage cannot be determined, but there is no indication that a device defect or malfunction was involved. Additionally, there was no discernible link by the reporting healthcare professional that the device was the contributory cause of the pt death. A review of the complaint files confirmed that the reported lots have not been reported previously. All available info has been placed on file for use in tracking, trending, and follow up.

Event description:
It was reported that a pt underwent a roux-en-y gastric by-pass procedure where gore seamguard bioabsorbable staple line reinforcement was used. The pt developed a leak at the staple line requiring a resection. Later that same day, the pt expired due to a pulmonary embolism.